Manufacturer narrative:
(B)(4). It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, there was a significant amount of noise on the ablation catheter in both ic and ECG's recordings on the carto 3 and the recording systems at the same time. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The customer complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, there was a significant amount of noise on the ablation catheter in both ic and ECG's recordings on the carto 3 and the recording systems. The physician could not see anything. The cable was exchanged with no resolution. By exchanging the catheter with the sapphire catheter resolved the issue and the case was completed with no injury. After follow up with the customer, it was confirmed that the noise occurred on all the channels including the 12 leads of bs ecgs and all ic (intracardial) recordings in both systems at the same time only when the ablation catheter was plugged into the piu. The noise was so bad that the user had to come off the ablation. The noise issue happened during ablation about 2-3 sec after ablation started.

Manufacturer narrative:
(B)(4).